Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter dislodged from the patient is inconclusive due to the nature of the complaint and the evidence provided by the complainant. The product returned for investigation was a leonard 10 fr d/l chronic catheter. The product implicated in the complaint record was a 12 fr d/l hickman catheter. The lot number provided by the complainant was invalid. A visual observation of the returned catheter revealed nothing remarkable. The d/l tubing extended 41.2cm from the distal end of the bifurcation. The cross section at the distal end of the d/l tubing was noted to be glossy and striated, which is consistent with a cut made with a sharp instrument, such as scissors. A functional test of the catheter revealed that the lumens were patent to infusion and no leaks were noted. A microscopic examination of the surecuff revealed nothing remarkable. Residue was visible within the cuff fibers, but when compared to an unused sample, no damage was noted with the cuff. It was reported that the catheter fell out 7 days after insertion. The amount and rate of tissue growth into the cuff can be affected by the patient¿s physiology and the location of the cuff within the patient. The product IFU provides techniques for catheter securement and states, ¿secure catheter at exit site with a sterile dressing. The external segment of the catheter should be coiled and taped. Avoid tension on the catheter segment to prevent dislodging the catheter.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect. Device not received.

Event description:
It was reported that the line allegedly fell out 7 days after insertion. (B)(6) 2015. As per information received the catheter was replaced immediately because the patient was at the hospital when the catheter dislodged. There was no injury to the patient.